Event description:
It was reported that the device shocked on a non-shockable waveform. The device has been out of service since the event date and was in storage with a distributor. Notification to welch allyn occurred 01/23/2007.